Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a difficulty crossing occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.0x20 non bsc balloon catheter. A 3.50x38mm promus element plus stent delivery system was advanced to the lesion but unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was kinked between the 11th and 12th most proximal row. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).